Manufacturer narrative:
The following information was corrected: the customer had an issue with their middleware (not their water system) and was unable the repeat the sample until (B)(6) 2017.

Manufacturer narrative:
A specific root cause was not identified. Based on the information provided, the issue is related to the specific sample tested. Based on the quality control results, a general material problem is not suspected. Based on the fsr findings, there is no indication of a systemic failure of the roche product. The fsr did identify and correct a hardware issue, but it could not be determined if this was the actual root cause for the erroneous results. The customer has had multiple issues with hba1c results. The root cause is believed to be related to pre-analytical or maintenance issues.

Manufacturer narrative:
(B)(4).

Event description:
The customer obtained a questionable hba1c results for twelve patient samples using the a1c-2 tina-quant hemoglobin a1c gen.2 (hba1c) assay on the cobas integra 800 analyzer. Result data was provided for one of the samples. The initial results were released outside of the laboratory. No data flags or alarms occurred. The initial result was 4.4%. The physician questioned the result and requested a repeat of the sample. The customer had an issue with their deionized water system and was unable the repeat the sample until (B)(6) 2017. The repeat result on the same analyzer was 7.8%. The repeat result on another analyzer was 7.7%. The result of 7.8% was more in line with the patient's history. The customer pulled eleven other samples run on the original analyzer on (B)(6) 2017. The repeat results were "within 10% of the original result(s)." Actual data was not provided. No adverse event occurred. The hba1c reagent lot number and expiration date were not provided. The field service representative checked the sample probe flow and the probe failed. He replaced the probe and repeated the flow checks which passed. He checked the light barrier adjustment, and performed a measurement and workstation accuracy check. All checks and diagnostic functions passed. The customer performed calibration and quality controls which passed. A performance check was acceptable. Investigation activities are ongoing.